Event description:
New information received notes that the device was exchanged on (B)(6) 2019. No leads were revised.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15257. It was reported that the patient presented in-clinic for a routine device check. The device was unable to be interrogated. Two different programmers were attempted without success. The device was palpable on the left chest. The last time the patient presented for a device check was back on (B)(6) 2018. At this check, there was 4.3 years remaining to elective replacement indicator and 46 percent remaining capacity to elective replacement indicator. Premature battery depletion was suspected. It is unknown when the device hit eri/eol. Also, it was noted that the device had been programmed to aai mode due to right ventricular lead noise on an unknown date prior to (B)(6) of 2018. No intervention was performed. It was discussed but not scheduled to have the device replaced. The patient was stable.